Event description:
Customer reported, he was hospitalized due to high blood glucose. Customer's blood glucose at the time of admission was low at 200 mg/dl. Customer's leg was amputated due to diabetes related complication. Customer reported, he had fallen and broke low tibia and in (B)(6) customer had an open reduction and internal fixation, customer then fell again and had the surgery. Customer got an infection and it became worse. The cause of the hospitalization was infection of post surgery. Customer was not wearing the insulin pump during the time of hospitalization and was off the device two weeks prior. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.